Event description:
Information received indicates, the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend micro switch arm was bent. The technician adjusted the arm to repair the bed.